Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during the third inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified leson in the right common femoral artery (rcf). A 2.0x120mm armada 14 balloon dilatation catheter (bdc) was advanced to lesion and attempted to be used for vessel dilation; however, during the third inflation the balloon was noted to rupture at 8 atmospheres. The armada 14 was removed and a non-abbott device was used to complete the procedure. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provided.